Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer declined further troubleshooting from tandem technical support and continued to use the existing cartridge for insulin therapy. Customer¿s blood glucose level was 233 mg/dl.